Manufacturer narrative:
Evaluation codes: results: evaluation of the returned unit confirmed the reported issue. The factory message does not sound when it should and clicking noise sounds in its place. The tone plays clearly when it should and the unit passes all other functional tests. There is battery leakage residue on flat contacts and on the battery springs. (B)(4).

Event description:
Customer reported the alarm has power but the voice tone does not sound. Batteries have been replaced with a new supply. No visible damage reported. Customer did not provide a date when issue was discovered and there was no patient incident or injury reported.